Event description:
It was reported that the glenosphere inserter tip broke during a procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated the product will be returned and an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.